Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x4.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery. A 20x4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that distal portion of the stent was lifted and the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Promus premier ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified distal damage. Strut rows 1-3 from the distal end of the stent were damaged and bunched distally. The crimped stent od (outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified a kink in the hypotube at approximately 224mm and 240mm from the distal end of the strain relief. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x4.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery. A 20x4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that distal portion of the stent was lifted and the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.